Event description:
It was reported that post a davinci si prostatectomy procedure, while the technician was washing and inspecting instrument in central processing, a 'frayed wire was noted at the articulating tip of the fenestrated bipolar forceps instrument.'

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment was approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.